Manufacturer narrative:
The customer reported the event occurred in 2017. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "intermittent operation of "1" key" which was reproduced. "Intermittent operation of "1" key" was verified and found to be caused by a failed keypad. The failed keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an intermittent operation of the #1 key. There was no known patient injury or medical intervention associated with this event. No additional information is available.